Event description:
Blood suger levels went to 62.7, fever, was unconscious for 48 hr[pyresia]. Blood sugar levels went to 62.7[diabetic hyperglycaemic coma]. Pt was unconscious for 48 hrs and in hosp for a total of 5 days.